Event description:
It was reported that the customer's insulin pump was damaged. The insulin pump had cracks around the battery compartment. Where she screwed the battery in, pieces were coming off. The bolus wizard button was not working. Her blood glucose level was not reported. She was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Unit received intermittent button response due to corroded keypad traces. Insulin pump received with minor scratched display window, cracked case at display window corner, broken battery tube threads, cracked reservoir tube lip, and missing end cap sticker.